Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No frozen display occurred during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display even after multiple new batteries were put in. Customer stated that battery cap or battery compartment was not damaged. Customer stated that after installing a new battery, monitoring insulin pump for 2 hours, frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.